Manufacturer narrative:
This MDR was originally submitted in december 2023 as a 5-day report; however, an error occurred while submitting and is being submitted in january of 2024. It has been decided by the manufacturer to report this incident as a 5 day report to FDA as it has been determined this event is in relation to a recently submitted field safety corrective action (fsca) that may pose risk to the end user. It has been determined through investigation of similar malfunctions, that some phasitron breathing circuits may be defective due to a manufacturing issue. The recall reference is (B)(4). In relation to this adverse event, due to the patient experiencing a pneumothorax and requiring medical intervention, this event is considered reportable.the complaint was received on december 14th via email after notification of the fsca, therefore information on the event and product are still in process of being compiled at this time. The product is in process of being sent back to the manufacturer for formal investigation. Based on other customer feedbacks received of similar events, root cause is suspected to be a manufacturing issue with an internal valve, until confirmed otherwise. Current corrective actions include updating the manufacturing fixture for this component, as well as completing 100% internal inspection of this device to ensure all potential defective product is caught prior to completion of manufacturing. Furthermore, a functional evaluation will be implemented for devices to undergo testing prior to final release. A follow up MDR will be submited if any additional information is received on this event.

Event description:
A customer complaint was received by percussionaire's distributor after the customer was notified of an urgent field safety corrective action. In response to the percussionaire field safety notification, the customer stated on (B)(6) a nicu patient experienced a pneumothorax after using the phasitron device. The customer noted that the device seemed to be making a high pitched noise and exhibiting high pressures, despite attempting to reduce the pressure output.